Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and the pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced infection, urinary/bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal surgery, surgisis (cook) implant, and anterior/posterior colporrhaphy on (B)(6) 2012 due to stage 1 cysto-rectocele with sui. It was also reported that the patient underwent vaginal incision and mobilization of scar tissue, extraperitoneal colpopexy with sacrospinous suspension and vaginal mesh sling removal on (B)(6) 2013 due to vaginal vault prolapse and vaginal mesh erosion. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion, the patient experienced frequency, urgency and incontinence. (B)(4).